Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead had dislodged due to twiddler's syndrome. The lead was explanted when repositioning was unsuccessful.